Event description:
It was reported by the customer that their insulin pump keypad was unresponsive. Customer stated they were attempting to rewind the device when the issue occurred. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 211 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons functioned properly. However, corrosion was found on the keypad traces. The insulin pump had a cracked case on the display window corners, a cracked display window, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and scratches on the reservoir tube window.